Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years post implant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the intervention was not reported. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the echocardiogram showed a combination of excessive calcification causing severe stenosis with a peak gradient of 82 mmhg. The physician reported that the patient outgrew the conduit. If information is provided in the future, a supplemental report will be issued.